Event description:
Stryker hv cement is used during total knee arthroplasty procedures. Surgeon reported during case that this cement is chronically inconsistent in handling characteristics and working time. The stryker hv cement continues to be less sticky, rubbery, and does not adhere as well to the implants like cement that surgeon has utilized in the past.